Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement pump error alarm. Customer¿s blood glucose was 140 mg/dl, 150 mg/dl at the time of incident. Insulin pump has not been exposed to high magnetic field. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.